Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All components were removed and replaced. No patient complications were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed. Product analysis confirmed device malfunction based on the identified of the fluid loss in the cylinder and in the reservoir krt. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a fold that indicate possible buckling of the cylinders. The kink resistant tubing (krt) was worn to filament; no leak was found. Cylinder 1 has a small hole in the outer tube that was result of sharp instrument damage; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder 2 has multiple leaks near the proximal end of cylinder body due to wear; holes were present. Cylinder 2 has a fold that indicate possible buckling of the cylinders. The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the krt that was result of worn to filament; small hole was present. However, reservoir performed within specification; no leak was found in the reservoir shell. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Product analysis concluded there were a fluid leak in the cylinders and in the reservoir krt. The identified fluid leak is also the probable cause of the mechanical issue, as the device would not be functional after the system fluid was lost. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All components were removed and replaced. No patient complications were reported in relation to this event.